Manufacturer narrative:
Packing label states: warning! Extremely flammable caution, see instructions for use instructions for use state the following: warning: cavilon no sting barrier film is extremely flammable until it has completely dried on the skin. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use. Ignition source could not be identified for this report. There was no cautery or debridement tool in use. Customer said they were trying to figure out what could have caused this but the only thing they could think of was the client said he was combing his hair at the time of product use. 3m quality engineer reviewed cavilon no sting barrier film complaints and there were no previous complaints for burns without a known ignition source. This is the first complaint of this type.

Event description:
During a clinic visit, clinician reported she applied a compression wrap to a client's left lower leg and then sprayed 3m cavilon no sting barrier film to the back of the client's left knee. As she sprayed the first spray, she heard a pop sound and a 5-6 inch flame appeared on the client's leg. The fire was extinguished by the clinician and first aid was applied with a cold compress and an ice pack. An md was brought in to see the client, diagnosed the wound as a second degree burn and prescribed an unspecified medical cream, dressing and pain medication. The clinician reported the wound extended from side to side across the back of the knee with a height of approximately 3 inches. It was reddened and the skin was peeling. In the evening blisters formed. The patient was admitted to the clinic for observation and stayed two nights. He was reportedly ambulating two days after the incident with no reports of pain.